Event description:
Following a routine deployment of the 6f angio-seal device, the pt was discharged with no complications. Three days later the pt presented to the hospital for treatment of hyperthermia and bleeding. During the bleeding episodes, the fever diminished. Since bacteriological analyses were performed and staphylococcus was confirmed, the physician did not believe that this incident was device related.